Manufacturer narrative:
(B)(4). D10: 47-2486-038-40 ann blunt tip screw 4x38mm 3241526; 47-2486-038-40 ann blunt tip screw 4x38mm 3244425; 47-2486-050-40 ann blunt tip screw 4x50mm 3193701; 47-2486-124-40 ann cort bone screw 4 x 24mm 3228195; 47-2486-124-40 ann cort bone screw 4 x 24mm 3235319; 47-2488-010-00 affixus ph nl cap 0mm 3245454; 47-2496-161-09 ann ph nail lt 9x160mm 3239025. G2: report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an initial operation was performed with ann nail. Subsequently, a proximal screw was observed to have backed out approximately 2 weeks postoperatively. The patient will be monitored and no revision surgery has be planned so far. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The product combination was approved by zimmer biomet. The surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle. "Turn slowly clockwise to tighten and engage the corelock mechanism until a click is felt from the torque limiting handle. Review of the complaint history/histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored in order to identify potential adverse trends. A definitive root cause could not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.